Event description:
During a meniscal repair, it was reported that the sutures pulled out of anchors whilst tensioning to reduce knot. Surgeon does not fault the product. The sutures were completely removed and the implants remain in the patient unsecured. A backup was available, allowing the case to be competed with a fifteen minute procedural delay. There were no reported patient injuries or complications.

Manufacturer narrative:
One fast-fix 360 curved needle delivery inserter and two lengths of suture were returned for evaluation. Visual assessment showed no damage to the insertion device. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The suture was tested and found to meet the print specification. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).